Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented via remote transmission. Upon review of session records, noise was noted on the device. The patient was seen in clinic. The noise was not able to be reproduced. The programming changes were made. The patient was stable.